Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level 407 mg/dl. The customer reported starting the insulin pump last tuesday and have gone through six sensors, having connection issues. The customer had no symptoms. The customer did not treat the high blood glucose. The customer did complete troubleshooting. The insulin pump will not be returned for analysis.